Event description:
It was reported that the device failed force sensor test and will not calibrate. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the top case was cracked and deformed at front left corner. Ear clip broken at top points. Right plunger case cracked at top surface. During the power-on self-test and calibration verification, no error was found during power-on self test. However, calibration verification was inaccurate. The root cause of the reported issue was found to be cable tearing off force sensor as a result of customer damage during the customer's disassembly or reassembly of the plunger head. Replaced force sensor. No product information has been provided to date.